Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.

Manufacturer narrative:
Follow-up #1 (3/28/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to feeling/normal result(s). The (B)(4) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began on (B)(6) (year not specified) at 1:15pm. The patient reported blood glucose readings of "341 and 381 mg/dl" with the subject meter. As part of the patient's diabetes regimen, the patient claimed she is on insulin. It is unknown if the patient made any changes to her diabetes regimen; however, for reasons unclear stated she ate less food/drink at the time the alleged issue began. The patient claimed 4 hours after the alleged issue began, she had symptoms of shaky and nausea; however the (B)(4) was not able to confirm if the symptoms were associated as high or low blood sugar symptoms. In spite of her symptoms, the patient claimed no treatment was received after the alleged issue began. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the test strips were in good condition. The patient, however, did not have the control solution to perform a quality control test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.